Manufacturer narrative:
The device has not been received by depuy synthes power tools. The investigation is still in process. If add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the us stating that the surgeon complained that the device was running hot but they were able to finish the case. The device was used in surgery. It is unk if medical intervention occurred. There was no add'l info provided.